Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The forceps elevator lever was damaged and leaking. The light guide tube was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, after the procedure, when preparing to remove the scope, the endoeye flex 3d deflectable videoscope presented a b30 scope communication error message. The scope was reconnected, but the malfunction still existed. The intended procedure was completed with the same device with no surgical delay. The scope was used with the evis exera iii video system center. No patient harm reported.

Manufacturer narrative:
Correction: health professional: yes was inadvertently selected in the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however the event most likely occurred due to the failure of the ccd unit and the internal board of the video connector due to the influence of moisture and humidity that entered the inside of the device from the leak point. Olympus will continue to monitor field performance for this device.